Event description:
Report received of a clave port that did not re-seal which resulted in a leak of a radioactive material. The 3-port adapter with 2 clave connectors was attached to a heplock IV access. It was reported that an IV infusion of adenosine was being delivered through one of the clave ports. The other clave port was being accessed for the first time to inject cardiolyte using a 3cc v-d syringe. The reporter stated that following the injection of the cardiolyte the inner portion of the clave remained in the open position. The cardiolyte and saline began to leak from the port. The reporter stated that at that time fluids also could not be delivered through the clave port. There was no reported blood loss. The procedure was stopped and the room was closed down for decontamination. The patient was rescheduled for the stress portion of the test. There was no reported patient harm or adverse patient effect. Although requested, no additional information was available.